Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included paracetamol (tylenol). In may 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), urinary tract infection ("infection type: urinary tract"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/regular menses are painful"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, dysmenorrhoea, abdominal pain and back pain had resolved and the abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. B02268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included morbid obesity. Concomitant products included paracetamol (tylenol). In may 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), urinary tract infection ("infection type: urinary tract"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/regular menses are painful"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant / hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, headache, dysmenorrhoea, abdominal pain and back pain had resolved and the abdominal pain lower and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, patient details, product information, concomitant drugs, and events: infection type: urinary tract, migraines, headaches, nausea, dysmenorrhea (cramping)/regular menses are painful, weight gain, abdominal pain, stomach pain, back pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.